Event description:
In 2003, a pt with significant history for tetralogy of fallot underwent a valve replacement procedure (type unknown) involving implantation of the cryopreserved pulmonary valve and conduit. After discharge, the pt returned to the hospital several days later and was readmitted (symptoms unknown). Mediastinum and blood cultures were taken, but yielded negative preliminary results. While in the ICU, the pt was extubated 9 days later, and arrested early in the morning the following day. Intervention during the arrest included opening of the chest cavity, which revealed a hole in the proximity of the hood, which was fashioned from patch material used from the distal end of the conduit. The pt subsequently expired on that day due to complications associated with a hole observed in proximity of the hood of the right ventricular outflow tract (rvot), and a potential infection.